Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result : (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 18.00 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search, lens evaluation. Results: a lens work order search revealed one similar complaint within the work order. A visual inspection of the returned product found pieces of plate haptic and optic are torn off and missing. There was evidence of brownish residue on lens surface. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 18.00 se/2.0 silicone single piece lens with toric optic. The haptic tore upon insertion into the eye. The lens was removed from the eye and another lens, same model and diopter size was implanted. There was no patient injury. Cause of torn haptic is unknown.the scrub tech loaded the lens.